Event description:
Caller reported that the pump battery would not charge and the pump screen was dark and unresponsive. Due to the issue, the customer's blood glucose level reached 560 mg/dl. Customer addressed elevated bg by a correction injection via manual insulin therapy. The customer continued to use current pump.